Event description:
It was reported to philips that the device experienced a " therapy cable connector" failure during the operational check. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.